Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for one (1) patient were obtained from a veritor analyzer. However, the user questioned the analyzer results as the patient was symptomatic and lines were visually observed on the test cartridge. Due to a line at the flu b mark, the user interpeted the result as flu b positive. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. (B)(4).